Event description:
A marathon was used during an avm treatment with onyx. It was reported the physician was not able to remove the catheter at the end of the procedure with minimal onyx reflux, and the catheter was left in the onyx cast. No complications were reported to have occurred with the pt as a result of this event.